Manufacturer narrative:
D89/d9 - date device returned to manufacturer: unknown. The investigation into the a/c power issue has been completed. The automated impella controller (aic) was returned for investigation. Data analysis: imc logs confirmed the reported failure mode. The console persistently issued a battery failure alarm (transport connection blown/ missing ¿ event set 360). Intermittently, the console would also issue a battery 2 communication failure alarm (smbus comm. Loss or sda short ¿ event set 353). Device analysis: the console was tested in fs japan in collaboration with the post market engineering team. The failure mode was reproduced upon boot up. Battery (sn 4232) was measured with a dmm to have only a voltage of 3.966vdc across the +/- terminals. The root cause of the battery failure alarm was due to a defective battery. The pbm pca was also tested to validate normal charging and discharging of the replacement battery set (per sections 18-20 of the pm procedure (0042-7309). The root cause of the battery failure alarm was due to a defective battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy on an automated impella controller (aic) for mechanical circulatory support. That when attempting to get the aic up and running when there was a "battery failure, unknown battery status alarm" and another controller was used.